Event description:
It was reported, the scope cable had blurred lines, purple lines and the screen was going black. The issue occurred during a colonoscopy diagnostic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number provided was incorrect. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a presumable cause was not identified for the event of blurred lines, purple lines, screen goes black. Based on the results of the investigation for the event of image was intermittent, it is surmised that the cause was the faulty scope cable. Olympus will continue to monitor field performance for this device.